Event description:
Non-delivery reported: the pump was programmed to deliver a concurrent infusion. Primary side delivering heparin(unit concentration unk) at 10ml/hr and secondary programmed in multidose mode to deliver clindamycin(dosage unk) at 100ml over 1 hour every 8 hours. It was reported by the day nurse that the pump did not start the intermittent dose at the scheduled time on the day shift. The nurse reports that she noted this right away and reprogrammed the pump to deliver the dose as scheduled. Due to this occurrance, the nurse suspected that the previous dose due may have been missed. There was no pt harm or adverse effects reported. It is unk whether the physician was notified or an incident report was generated. No other info is available.